Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing however, power graph shows unexpected battery power loss at different parts of time, problem isolated to electronic assemblies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump battery stopped working. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that no low battery alarm was received. The insulin pump will be returned for analysis.